Manufacturer narrative:
New information was received by (B)(6) gmbh regarding the patient's state of health. The patient subsequently complained of pain in the back of her foot and is currently being treated on an outpatient basis in neurosurgery and rehabilitation medicine. At the latest, the fragment is still in the patient's body, and no decision has yet been made regarding surgical removal. The next appointment in the gynecological outpatient clinic is scheduled for (B)(6) 2026. On (B)(6) 2026, it was finally clarified that the lot number 1596480 originally reported was incorrect. The reported incident involved a forceps inner part from lot 1538123. Investigation: the inner part 8393494 claw gripper inner part ø 5mm, lot 1538123, together with the concomitant devices were sent to richard wolf for examination. It was determined that the holder part on the inside of the pliers was broken in the area of the jaws. It is assumed that incorrect handling during use led to mechanical overload and ultimately to violent breakage. The inside of the pliers and the pliers tube show signs of heavy use. The claw gripper pliers inner part ø 5mm 8393494 has been in the range since june 12, 2003. The batch consists of a total of 40 claw gripper pliers inner parts ø 5mm. Eleven (11) inner parts from batch 1538123 were delivered to south korea on february 23, 2023. The batch was sold between february 22, 2023, and april 21, 2023. No claw gripper pliers inner part ø 5mm 8393494 were sent in for repair between january 1, 2022, and september 18, 2025. There was one complaint in 2024, but the fault pattern is not identical. The instructions for use ga-s027 / en / int / v1.0 / 2022-06 / pk19-9850 contain the following applicable warnings for these faults: 9 checks. Warning. Injuries by damaged or incomplete products! Injuries of the patient, user and others are possible. Do not use the products if they are damaged, incomplete or have loose parts. Run through the checks before and after each use. Attention: send in damaged or incomplete products together with any loose parts for repair. Repair only by authorized experts. 9.1 visual checks. 1. Check instruments and accessories for: damage. Surface changes (e.g., corrosion). Sharp edges not suitable for application. Loose or missing parts. Rough surfaces. 2. Any inscription, lettering, or labeling necessary for safe use as intended must be legible. 3. Check the insulation of the hf cable for damage. Replace the hf cable with damaged insulation. 4. Check the insulation of the sheath tube (2) for mechanical damage and electrical breakdown. Do not use forceps and scissors with damaged insulation. Warning: damaged surface in the hinge area of the forceps. The hinge pin may become loose. Check for surface changes, such as hairline cracks, at the hinge pin/jaw section. Do not continue to use products with damaged surfaces and return them for repair. 9.2 function check: 1. Check the opening and closing of the jaw sections (1.1). 2. Check the rotatability of the jaw section (1 1). 10 use: warning: the products have only limited strength! Excessive force will cause damage, impair the function and therefore endanger the patient. Immediately before and after use. Check the products for damage. Loose parts and completeness make sure that no missing instrument parts remain in the patient. Do not use products which are damaged or incomplete or have loose pans. 10 5 general notes and instructions for use. 10.5.1 eragon modular, eragon modular mini, eragon modular micro forceps and scissors function of the rotatable wheel 12.2). The rotatable wheel 12 2) can be used to rotate the grasped tissue section / organ into a specific position. Warning: danger of injury. When inserting and retracting instruments with the jaw section open, unintentional tissue damage. Damage to the distal end of the trocar sleeve / endoscope, and to the jaw section is possible. Only insert and retract instruments with the jaw section closed and under visual control. Conclusion: the investigation in the specialist department has shown that mechanical overload led to the breakage of the holder part. The signs of wear found can be traced back to the date of sale in february 2023. No product problem is apparent in either the lot or the inner part of the forceps as such. User error is assumed. With regard to the whereabouts of parts of the product in the body we refer to the instructions for use. No missing parts may remain in the patient. The patient was informed about the loss of parts. Further follow-up examinations are planned. In our risk analysis b1 -211 rev. 02: reusable rigid energetic non-optical pliers and shears, we considered manufacturing, handling, and design- related hazards with regard to functional impairment, as well as risks due to an unusable product with the corresponding extent of damage and the assumed probability of occurrence and assessed as an acceptable risk.

Event description:
It was reported that during a procedure while repositioning the tissue, one side of the jaw broke, and a metal fragment fell into the abdominal cavity. The metal fragment was approximately 4 mm in diameter and 1 mm in pin length. A portable x-ray (a-p and lateral views) was performed to locate the fragment, but retrieval was not successful. Due to it, the surgery was delayed by approximately 4 hours. A myoma screw was used instead.